Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the display screen has a dim pink and fading lettering. Battery compartment has a tiny crack near finger grips pad.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed dim display and a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2014.